Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2011. According to the complainant, two fluid loss alarms were received during the ablation phase. After the second alarm, when the system was paused, the physician removed the sheath and proceeded to complete the procedure using thermachoice. The cool down phase was not completed prior to removing the sheath from the patient, however no cervical leak was observed. After the procedure, the nurse observed an area on the patient's buttocks which appeared to be either a burn or an allergic reaction. The area was approximately the size of the palm of your hand. No blistering was observed. It is unknown if any treatment was required. An additional attempt has been made to obtain follow up event details with no response from the clinician.